Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement as the customer had not begun insulin therapy with the pump. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.